Event description:
Patient reported to have an absence seizure, which is unusual since the patient normally has grand mal seizures, following an increase in settings. The patient also experienced a grand mal seizure and the patient returned to clinic to have their settings adjusted. No other relevant information has been received to date.